Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 4.8 mmol/l, 7.8 mmol/l, and 8.4 mmol/l: 3.8 mmol/l and 8.4 mmol/l. The comparisons were performed on different dates. Customer states he tests on one drop of blood, wipes it off, presses out a new drop of blood, and tests again. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.